Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On, jan 25 2016 the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch ultramini meter displayed an unknown error. The complaint was classified based on the customer care advocate's (cca) documentation and additional information when cca reviewed the call. The patient advised that the alleged error unknown issue first began on "(B)(6) 2016. 10:00am". The patient denied that she takes any medications to manage her diabetes and continued with her usual diabetes management routine as a result of the alleged product issue. The patient reported that "1day" after the alleged issue began she developed the symptoms of "sweating, headaches" which she associated with a hypoglycemic event. The patient reported that she self-treated with food and/or drink. At the time of troubleshooting, the customer care advocate (cca) confirmed that the product issue remained unresolved after they walked through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the reported meter issue could not be reproduced during testing. The test strips involved with this complaint failed testing. The complaint was confirmed; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.